Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2020-31332. It was reported that the patient's ipg site was displaying a knot and started to have drainage. The patient had blood work completed which confirmed an infection. As result, the entire scs system will be removed at a later date.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received stated that the entire scs system was explanted on (B)(6) 2020 . No further information is available.